Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter was powering off during use since three days earlier, at 10:00 am.; so, she was unable to use the meter. She did, however, take her usual dose of medication, which is 90 units of humalog. The pt reported she felt lightheaded, faint, and confused after taking the insulin. The pt denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the pt alleged that she was unable to test, she took her insulin and subsequently experienced symptoms suggestive of either high or low blood glucose.